Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that the customer was hospitalized due to hyperglycemia, heart attack and diabetic ketoacidosis on (B)(6) 2019 with unknown blood glucose level. The customer was assisted with troubleshooting. The customer was treated with insulin, insulin drip and saline during hospitalization. Customer experienced symptoms such as chills and fever related to high blood glucose level. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.